Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc sensor was reported. The replacement device was issued due to the sensor prematurely detaching after 11 days of wear. Due to delivery delay, customer was unable to test and experienced frequent urination and high ketones. Hcp contact was made and customer was administered insulin (dose/type unknown) for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.